Event description:
A customer reported that an electromechanical ambulatory infusion pump under delivered during a patient's chemotherapy treatment. The pump was programmed to deliver 33 ml in 22 hours. When the patient returned the next day, only 4 ml were delivered. There was no injury associated with this event.